Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00258.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coils and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while advancing the first pod coil through the microcatheter and the coil would not advance out of the microcatheter. Therefore, the pod coil was removed. Next, the physician advanced a second pod coil through the microcatheter; however, encountered the same resistance and the pod coil was unable to advance out of the microcatheter after several attempts. Therefore, the pod coil was removed. The procedure was completed using two new pod coils and the same microcatheter. There was no report of an adverse effect to the patient.